Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer reset the pump and loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 153 mg/dl.